Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the customer's ventilator had a red alarm on screen, and audible alarm that was then followed by a device shutdown. It was observed in the error log, that the device displayed error code 1000 (cbit crc test failed). The rse noted that the issue was related to the software or central processing unit (cpu). The rse advised the customer to send the device to the bench to further investigate/confirm that the cpu printed circuit board assembly (pcba) was okay and fault remedies by replacement of power management (pm) pcba. A philips service engineer (se) reported that the device software was upgraded to 2.3. It was then reported that the device was tested with a new generation pm pcba, and the issue was resolved.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stopped working. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. No patient or user harm reported.